Event description:
(B)(4). The dentist reported 4 months after the dental implant was installed in intraoral region #4 it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed.